Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned for investigation. The customer is retaining the product. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.